Event description:
The following was reported to hamilton medical ag: the report from hospital say: the machine needs preventive maintenance during use, the nurse immediately informs the on duty doctor and calls for repair.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 were updated with full UDI information as requested.

Event description:
The following was reported to hamilton medical ag: the report from hospital say: the machine needs preventive maintenance during use, the nurse immediately informs the on duty doctor and calls for repair.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).